Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support. While on support, the patient experienced recurrent ventricular tachycardia (vt). Vt was managed with electrolyte substitution and amiodarone. The patient survived the event.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report:d4-UDI number.